Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead of an asymptomatic patient had dislodged. The lead was explanted and replaced. The patient was noted be in good condition throughout the event.